Manufacturer narrative:
Medtronic received additional information that the reason for the permanent pacemaker implant was due to third degree atrio-ventricular (av) block. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker. A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 days post implant of this tricuspid annuloplasty ring, a permanent pacemaker was implanted for unknown reasons. No additional adverse patient effects were reported.